Event description:
It was reported that insulin gauge on pump displayed amount different than expected and remained static at 50 units despite insulin being delivered, which concerned caller about accuracy of remaining insulin estimate. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured internal pressures used to estimate remaining insulin and advised that once actual insulin amount matched static value, gauge would resume counting down normally, and caller understood and acknowledged this information.